Event description:
When preparing for a delivery, nursing staff had trouble putting stirrup on. The patient was crowning and when nursing staff attempted to lower the foot portion of the table, it jammed. This resulted in the delivery having to be performed with foot section extended. Because of the awkward position of the delivery, during the episiotomy repair the physician suffered a needle stick injury to this left first finger via an ethicon 922h sutureinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed during assembly, device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, invalid data. The device was not destroyed/disposed of.